Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was implanted low and there was a type ia endoleak. An endurant cuff was implanted and the controlled CT revealed that the type ia endoleak was resolved. The physician elected to implant endoanchors as well. No additional clinical sequelae were reported and the patient is fine.